Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture; the battery cap was not shut and moisture entered the device. The patient's blood glucose at the time of incident was 107 mg/dl. After moisture exposure the insulin pump received a sudden vibration followed by a blank display anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to corroded electronic assemblies. Unit was received with corroded battery tube and corroded motor home switch. Unit was received with minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window.